Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient needed a right ventricular assist device implanted on (B)(6) 2022 due to high central venous pressure of greater than 20 mm/h2o and rising creatinine. Continuous veno-venous hemofiltration was initiated. The patients log data showed flow around 3.8-6.6 lpm. The patient was in stable condition with mean arterial pressure of 70 mmhg.

Event description:
It was reported that the elevated central venous pressure was due to right ventricular failure. The patient had elevated t-bilirubin. It was noted that pump operated as expected and flow and pulsatility index were in an acceptable range.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The low speed advisory alarm was activated on (B)(6) 2022 when the stored patient speed was set below the low speed limit and resolved upon increasing the stored patient speed. The system appeared to be operating as intended. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23feb2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, renal dysfunction, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.